Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. User also noticed fluid under liquid crystal display screen of insulin pump. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Insert battery alarm did not appear on screen when they removed battery. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. No harm medical intervention was reported. The insulin pump will be returned for analysis.